Manufacturer narrative:
It was reported that the trufill dcs orbit mini complex fill 3 x 6 coil couldn't go through the noncordis sl10 microcatheter in the tortuous vessel to the middle cerebral artery (mca) aneurysm. A slight resistance was felt when it was pushed. The decision was made to change the coil and it was found to be stretched upon removal. The device was changed to another unknown coil, which went through smoothly. It was reported that there was not any operator error. In the same procedure after the coiling case, during an embolization of the feeding nidus of an arteriovenous malformation at an unknown location, strong resistance was felt when attempting to use an unknown embolization material through a prowler 10 dual marker band f shaped microcatheter. When the microcatheter was pulled back, it was found to be kinked. There was no patient injury. No additional information was received in response to multiple investigative attempts. (B)(4): the product was returned for inspection. A non-sterile prowler microcatheter was received coiled inside of a plastic bag. Kinks were observed on the proximal body as well as several flat sections found on the distal section of the device. The hub was inspected and no damages were found on it. The ID of the microcatheter was measured and was found within specification. The distal section of the device was inspected under microscope and several flat sections were found on it. The received microcatheter was flushed using a lab sample nipro syringe. After that a cordis trufill dcs orbit mini complex (lab sample) was inserted in the microcatheter; however it got stuck on the flat sections and could not pass through the microcatheter's distal body. The trufill dcs was removed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction and kinked/bent microcatheter were confirmed. The cause of the kinked/bent and the damages (flat section) found on the microcatheter could not be conclusively determined. However, procedurally prior to the encountered resistance the device would have been advanced over a guidewire to the access site. As reported and with functional testing, procedural factors appear to have contributed to the kinking and bending of the device resulting in the resistance/friction. With review of the reported information, the device history records, and analysis of the returned device there is no indication of a relationship to the manufacturing process. In addition inspections are in place to prevent these kinds of damages from leaving from the facility. Therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 1058196-2010-00368 and # 1058196-2010-00369.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 1058196-2010-00368 and # 1058196-2010-00369.

Event description:
The report received from the affiliate indicated that during a coil embolization, the physician experienced some resistance/friction during advancement of the trufill dcs orbit mini complex fill 3 x 6 coil through the prowler 10 dmb f shape micro-catheter. The physician then removed the coil successfully from the patient and upon inspection the coil was noted to be unraveled/stretched. The physician then used another coil which went smoothly. The prowler micro-catheter was noted to be kinked/bent upon inspection of the product after removal from the patient. The target lesion was reported to be an aneurysm of the mid cerebral artery (mca). The vessel approaching the target lesion was reported to be tortuous. There was no reported patient injury. Additional information has been requested.